Event description:
It was reported that the patient was having two implantable neurostimulators (inss) placed in (B)(4) 2013. They had gone in and placed the 1st one, the patient had begun to bleed but had recovered from that. They had gone back in to revise the 2nd one and the patient had a bleed at the tip of the lead and had suffered a stroke a few hours later. The patient never recovered from the stroke. The patient died on (B)(6) 2013. The cause of death was not device related but had occurred during the procedure implant. Reference manufacturer¿s report number: 3007566237-2012-02621, for patient's similar issues that were experienced in (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, implanted: (B)(6) 2012 product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4) product type; programmer, patient. Product ID: 3387s-40, lot# v989563, implanted: (B)(6) 2012 product type: lead. Product ID: 37085-60, serial# (B)(4) product type: extension. Product ID: 3387s-40, lot# v911924, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4) product type: extension. (B)(4).